Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an arteriovenous fistula in a moderately tortuous and non-calcified vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and a pinhole on the balloon was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.